Event description:
After being skin tested on the forearm on 24 nov 1999 with a negative response, a pt in another country was treated with 1.0cc of collagen in the peri-oral and glabellar areas in 2000. On 12 apr 2000, the pt had developed erythematous, itchy bumps at the treated areas and puffiness around the eyes. The pt was treated with oral antihistamines. By 3 may 2000, the treated areas were still red and swollen. The swelling included both lips, but the puffiness around the eyes had resolved. No further info was provided.